Manufacturer narrative:
Update to b2 and d2. Reported event: it was reported that "we opened the mako tka array tray and the straight saw attachment had brown liquid (looks like oil) coming out of it and soaked the bottom of the tray. Case type: tka" product evaluation and results: visual inspection confirmed oil found see attached evidence. Product history review: review of the device history records indicate 50 devices were manufactured and 46 devices were accepted into final stock (including serial (B)(6)) on 10/03/2017. A review revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35040817 shows 2 additional complaints related to the failure in this investigation. Conclusion: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure is confirmed via visual inspection as per the attached image. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
We opened the mako tka array tray and the straight saw attachment had brown liquid (looks like oil) coming out of it and soaked the bottom of the tray. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We opened the mako tka array tray and the straight saw attachment had brown liquid (looks like oil) coming out of it and soaked the bottom of the tray. Case type: tka.